Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The lead screw test and high-pressure test passed. Assisted customer in checking parameters and were fine. The customer stated that they want to make sure the device is working fine as they had not used the pump since their hospitalization back in december. The customer stated that they has been disconnected form the pump due to health issues and md recommendation. Advised customer to call back if needs further assistance.